Event description:
Rptr has developed back, joint and breast pain, sleeplessness, extreme fatique, bladder and ulcer problems, weight gain, carpal tunnel syndrome, headaches, goiters, hypertension, nephrocalcinosis, osteitis, hernia, mitral valve problem, hypokalemia, edema of lower extremities, dizziness, memory problems, arthritis symptoms, joint swelling and stiffness in fingers, wrists, shoulders, hips, and knees, fatigue, right breast burning, coldness of legs, feet, and fingers, malpositioned implants, hardness, chest pain, mental suffering, and she can't lie on her stomach or drive. In addition, the right implant is not smooth in the center.